Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Concomitant medical products: product ID 8781, serial# (B)(4), implanted: 2013-(B)(6), product type catheter, product ID 8781, serial# (B)(4), implanted: 2013-(B)(6), product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that in (B)(6) 2014, the patient got out of the bath and immediately felt flu symptoms. The patient had never had a problem before that time. Within hours of getting out of the bathtub, the patient was vomiting and had diarrhea. The patient went to the emergency room the next day and was given tamiflu. The symptoms lasted for 3 weeks with no relief whatsoever. The patient went in for a normal appointment/pump check and was told by the healthcare provider (hcp) that the symptoms were not related to the pump. About a week after the pump check, a refill was performed and a volume discrepancy was noted. A company representative assisted with troubleshooting and it was determined that the pump had been "slipping around" and the catheter had been "tangled up". In march 2014, a revision was performed.

Event description:
It was reported that there was a volume discrepancy at pump refill on day of report. It was noted that the last refill was on 2013-(B)(6) with 20ml. It was reported that the actual residual volume (arv) was 18, and the expected residual volume (erv) was 8.9. Patient was experiencing some withdrawal symptoms about three weeks ago that they first attributed to the flu. It was noted that they now believe it was related to the volume discrepancy. It was noted that during last refill on 2013-(B)(6), they had discovered that the pump had flipped. The healthcare provider (hcp); had to flip the pump back under fluoroscopy. It was noted that the pump logs showed no problems with the pump and ¿roller study showed that rollers appeared to be turning.¿ the pump system was delivering morphine. Additional information received reported that the patient had experienced nausea diarrheal flu like symptoms. It was unknown what caused the discrepancy. It was noted that a ¿dye study and rotor study¿ were done. It was noted that catheter replacement had been done. Additional information received reported that physician was not able to aspirate but ¿rotor ok.¿ it was noted that patient was doing well since revision. It was reported that the catheter had ¿spaghettied up¿ in the pocket and pump had flipped.